Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device recognized the attached pediatric electrodes as adult electrodes (by not adjusting joule output to pediatric levels). The device failed to discharge via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The customer's report was observed during review of the visual data. Unable to determine if the issue contributes to the reported complaint without evaluating the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical united states; the customer's report was duplicated and attributed to a bent pin in the multi-function cable. It was determined the bent pins can cause the failure to the analog board. Analysis for reports of this type has not identified an increase in trend